Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, h6.

Event description:
Patient reported left side device rupture and general pain. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side device rupture and general pain diagnosed by MRI. Healthcare professional confirmed rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture/pain was received on jan 15, 2025, with lot number 2512335. Based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. Pain : unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side device rupture and general pain diagnosed by MRI. Healthcare professional confirmed rupture. The device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported left side device rupture and general pain. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.